Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, wall adapter, and working wall outlet, and pump did not display any low power alerts, shutdown alarms, or power source alerts. There was no adverse impact to the customer's blood glucose level. Customer tried an alternate wall adapter and non-tandem charging cable, after which pump began charging, and technical support advised against routine use of third-party charging supplies, arranged replacement charging supplies, and no further assistance was required.